Event description:
Additional information was received from the hcp. They reported that by 'device does not work' patient meant symptom control. This was not caused by normal battery depletion. The cause was determined to be lead impedance. As resolution, the lead was replaced on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31tp9, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device they have in them right now does not work and they have to take it out. Patient said they talked to someone at the office and they said they don't normally see things like that. Patient said the device will be removed on the 18th. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the hcp. They clarified that by "device does not work" they meant the error code won't let stim raise above 0.5. This issue was not caused by normal battery depletion. The cause of the device not working was unknown. The most likely cause/contribution was impedances. As resolution, replacement was scheduled in april. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.